Manufacturer narrative:
H3: product analysis: part # 9561524; lot # my20k001 visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened.the small knuckle handle will hold its position once tightened. The internal locking mechanism seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that for the first device, a handle fell off of the flex arm. For second device, the flex arm did not tighten properly.. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was r eceived from the manufacturer representative that one flex arm no longer holds it¿s tension. The other had a handle come loose and fall off.